Event description:
It was reported that during a coronary angiographic procedure, the guiding wire exited the side hole of the diagnostic catheter. When the wire was pulled back from the side hole, the diagnostic catheter broke. The segment was retrieved without incident. The pt status is listed as "ok".